Event description:
It was reported that there was a over infusion of heparin. At 1545 a new bag of heparin (250ml with a concentration of 100 units/ml) was programmed at 960 units/hour (9.6ml/hr) and verified by two rn's. At 1715 rn rounded in patient's room and noted heparin bag was empty. Rn confirmed with pump the rate of 9.6 ml/hr with 197ml left to infuse. Rn completed assessment of patient, no changes in mentation, denies pain or anxiety. Ptt labs ordered per provider. Ptt resulted high value >180. Heparin reversal was ordered and administered. Patient remained neurovascular intact.

Event description:
It was reported that there was a over infusion of heparin. At 1545 a new bag of heparin (250ml with a concentration of 100 units/ml) was programmed at 960 units/hour (9.6ml/hr) and verified by two rn's. At 1715 rn rounded in patient's room and noted heparin bag was empty. Rn confirmed with pump the rate of 9.6 ml/hr with 197ml left to infuse. Rn completed assessment of patient, no changes in mentation, denies pain or anxiety. Ptt labs ordered per provider. Ptt resulted high value >180. Heparin reversal was ordered and administered. Patient remained neurovascular intact.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.